Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached near 400 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin. When removed from the infusion site (abdomen), the pod's cannula looked bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks were found that would result in fluid leaking from the pod. It could not be determined when or how this damage occurred. Initial attempts to download the data from the pod were unsuccessful. Measurement of the battery voltages found the bottom and middle battery voltages to be low. An external power supply was used to retrieve the data. The data showed that the pod generated an 0x18 empty reservoir alarm. Inspection of the reservoir confirmed it to be empty. The pod was able to successfully deliver insulin until the reservoir was empty.